Event description:
During vaccine clinic magellan needles were being used - there were several occurrences that when the magellan safety needle was put in the locked position that the cover did not completely cover the needle tip - resulting in several near misses of possible needle poke.